Event description:
It was reported that the patients ipg is nearing end of life prematurely. Abbott representative met with patient and confirmed the replacement message. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted and replaced. Therapy was restored post-op.